Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side silicone implant rupture. Device has been explanted.

Event description:
Patient reported right side "silicone implant rupture." Device has been explanted and discarded after surgery.